Event description:
Boston scientific received information that this right atrial (ra) lead exhibited out-of-range (oor) low pacing impedances of less then 200 ohms. The patient's implantable cardioverter defibrillator (ICD) also exhibited some sensing issues and what was thought to be memory corruption. The device was changed out for normal battery depletion (nbd) and this lead remains implanted at this time as at the device change out, the lead physically showed no signs of any issue. To date, no adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.